Event description:
It was reported that the patient underwent a gynecoloigcal procedure on (B)(6) 2009 and mesh and ams in-fast were implanted. According to the medical records the patient also had mesh implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent pubic bone sling placement. It was reported that following insertion the patient experienced infection, urinary problems and recurrence.

Manufacturer narrative:
It was reported that patient underwent mesh explant in (B)(6) 2014.